Event description:
IV tubing port leaking (without use of excessive force) causing potential sterility issues. IV connector to drip chamber separating from tubing causing leaking and potential sterility issues. Protective cap on end of primary tubing that connects to pt IV very difficult / impossible to remove 10-20% of time. Ongoing issues ID'd since (B)(6) 2019.